Event description:
A nurse reports that during intraocular lens (iol) implant surgery, a haptic broke off the lens and both fell into the vitreous. The surgeon was unable to retrieve them and they remain in the eye. During the same procedure, the surgeon implanted a different lens in the eye. He does not expect there to be a problem and reports that the pt is doing "fine". No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains in the eye. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/19/2009 and 06/22/2009 by phone. Additional info was received by phone. (B) (4). (B) (4).